Event description:
A customer contacted baxter's technical center for assistance to check to see if the homechoice (hc) was working properly. The hp had disconnected the patient line in initial drain to see if the hc was working. The hp then reconnected and called baxter for assistance. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - failed to follow therapy steps, is confirmed because the home patient had disconnected the patient line in initial drain to see if the homechoice was working and then reconnected, which is a use error that can cause air to enter the tubing and/or contamination. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.